Event description:
It was reported by the rep the device was used during a laparoscopic appendectomy. It was reported the ets malfunctioned during the procedure. The device would not fire. Another ets35 had to be pulled. There was no consequence to the patient.